Event description:
The customer reported that the system displayed a precharge error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service rep replaced the fluoroscopic functions board card. The system was tested and found to be working as intended and put back in service.